Event description:
The autopulse nxt platform (sn (B)(6)) was used in an attempt to resuscitate a 70-year-old male patient weighing 220 lbs. In cardiac arrest. The cause of the cardiac arrest is unknown, and the patient's family witnessed it at around 8:25 at night. The patient was in cardiac arrest 24 minutes before receiving the first manual CPR. The delay was caused by the long travel distance and the need to secure the scene. The first bystander manual CPR was performed by law enforcement, likely for about 4 minutes. During device operation at 25 minutes of CPR, the nxt platform stopped delivering compressions and emitted an electrical burning odor. The crew changed the battery, but the platform would not restart compressions. According to the customer, there were no safety concerns associated with the smell; their primary concern was whether the device sustained any damage. After the nxt platform stopped working, manual CPR was initiated for approximately 10 minutes until it was terminated. Despite continued manual compressions, the patient was deemed non-viable and return of spontaneous circulation (rosc) was not achieved. The patient was pronounced dead following a medical control order. The customer stated that the patient's outcome was not related to the zoll autopulse nxt system.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the autopulse nxt platform (sn (B)(6)) stopped and wouldn't resume compressions was confirmed in the archive data but was not confirmed during functional testing. The autopulse nxt platform functioned as intended. The reported complaint that the autopulse nxt platform emitted a burning smell was not verified during functional testing. The customer did not report any safety concerns, and the smell does not affect the platform's functionality. The smell is expected because this nxt platform does not have a "pre-baked" motor. The burning smell primarily results from oil residue burning off as the motor heats up. The platform underwent continuous testing using the large resuscitation test fixture (lrtf) with two batteries, which will help minimize remaining oil residues in the motor. Based on the archive log review, the platform was used for 21 minutes and 46 seconds (1726 compressions) on the reported event date. The session ended when the internal motor temperature reached 110°c, triggering fault 1290 (fault_analog_motor_over_temp) and stopping compressions, confirming the reported complaint. The high-temperature limit may have been reached because the platform required more energy to compress a large patient, leading to increased motor heat that exceeded the thermal limit of 110°c. The nxt platform passed the functional test without faults or errors. The autopulse platform functioned appropriately and performed as intended. Zoll is awaiting the customer's approval for repair. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.